Event description:
It was reported that in preparation for a coronary drug eluting stenting treatment procedure, stent damage was noted. When a 2.25x12mm taxus liberte' atom drug eluting stent was removed from the package, stent damage was noted. The procedure was completed with another taxus liberte' atom drug eluting stent. No patient injuries or complications occurred. Patient status is listed as "stable."

Manufacturer narrative:
(B)(4) - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)